Event description:
Boston scientific received information that during a routine follow-up approximately one month after implant, it was noted that the right ventricular (rv) capture threshold for this rv defibrillation lead had changed dramatically. Post-implant measurements showed that the pacing threshold was 1.0v @ 0.5ms. At this routine follow-up, the threshold measurement had increased to 7.5v @ 2.0ms. There was no capture at maximum output. Sensing and impedance measurements were within normal range. A procedure to reposition the lead was performed. During the procedure, it was noted under fluoroscopy that the lead looked to have less slack than it did at implant. The lead was positioned in a different location, and adequate capture was gained at 0.7v @ 0.4ms. The physician speculated that the jump in threshold measurement was caused by the formation of scar tissue around the lead position site. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.